Manufacturer narrative:
Findings: pump was returned for pump error. Power management tool confirms the unloaded voltage loaded voltage are within specs. However, pump error found at the long trace history file. Unit had intermittent non-sleep anomaly software error. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, , and force sensor test. Unable to complete functional test due to missing retainer. Unit received with minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, missing serial number label, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power system error detected. Customer's blood glucose level was unknown at the time of the incident. No additional troubleshooting was performed and no indication that the issue was resolved. The insulin pump will be returned for analysis.